Event description:
Consumer complains that the plastic that are between the bristles are not a good idea. They are sticking out and can puncture his teeth/gums and they also are coming out and it is possible to be swallowed consumer said the tb was only about a month old.